Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sr 8 intermittently stops functionality where the system appears frozen and the touchscreen in unresponsive and has to be shut down using the probe. Once rebooted it functions normally for sometime and the alleged freezing occurs again. It was stated by the end user "we are having problems with the screen freezing and the touch screen not working. Monday (4/30) the machine froze when I went to turn it off. I was finally able to get it turned off by using the hand control. Yesterday no problems. Today ((B)(6)) the screen froze when I turned it on to start entering information. I used the hand control to turn it off. I didn't have any problems after it restarted. Just now as I went to turn it off after sending images, I had to use the hand control to turn it off".

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit freezing during procedures was unconfirmed. The scanner was evaluated and was found to function in accordance with manufacturer specifications, the screen did not freeze and the touch screen functioned normally during the evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to refurbished inventory. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Sr 8 intermittently stops functionality where the system appears frozen and the touchscreen in unresponsive and has to be shut down using the probe. Once rebooted it functions normally for sometime and the alleged freezing occurs again. It was stated by the end user "we are having problems with the screen freezing and the touch screen not working. Monday (4/30) the machine froze when I went to turn it off. I was finally able to get it turned off by using the hand control. Yesterday no problems. Today (5/2) the screen froze when I turned it on to start entering information. I used the hand control to turn it off. I didn't have any problems after it restarted. Just now as I went to turn it off after sending images, I had to use the hand control to turn it off."